Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ this is one of two medical device reports related to the patient implant experience. Refer to initial medical device report for the automated impella controller serial number (B)(6) with date of event 30-dec-2024 and identifier ending in (B)(6).

Event description:
The user facility reported a 38-week pregnant patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and one day following start of impella mcs, high purge pressure was experienced. The patient presented to the emergency department one day prior with palpitations and chest pain electrocardiogram showed st-elevation myocardial infarction versus myocarditis. Catheterization was completed and ruled out blockages. The following day, the patient was implanted with an impella 5.5 device and is now on venoarterial extracorporeal membrane oxygenation and impella mcs (ecpella). The patient was noted on continuous renal replacement therapy as well. The following day in the morning, tissue plasminogen activator (tpa) was started due to elevated purge pressure above 1100 and purge flow around 2.4. With tpa flows were noted to be improving. The patient continued on ecpella support with work up for orthotopic heart transplantation with hope of recovery. 12 days on support, the nurse reported automated impella controller (aic) had a battery failure. The battery was at 50%, and it was plugged back in, but the alarm continued. It was indicated the aic was replaced. The patient was eventually decannulated and the impella 5.5 device was successfully weaned and explanted in the cardiovascular operating room after a total of 14 days on support. The outcome of the patient following the event, post explant of the device is unknown. However, there was no report of resulting harm.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. Log review showed purge pressure rose to above 1000 mmhg and purge flow decrease within 15 minutes. At the beginning of the increase, there was a small motor current spike and shift, a small shift in pump flow, and a speed deviation. The data logs showed that the purge pressure returned to normal levels after approximately 15 hours post-tissue plasminogen activator (tpa). The root cause of the high purge pressure was most likely biomaterial as the logs indicate biomaterial and the high purge pressure was resolved with tpa.